Event description:
It was reported that stent damage occurred. The 90% calcified target lesion was in a left anterior descending artery. The lesion was pre-dilated with a 2.50 x 18mm balloon. During procedure, a 28 x 3.00 promus premier select stent was advanced, but could not pass through the lesion. The lesion was a tight area caused by the previous stent implantation. There was no multiple attempts made to position the stent at the lesion site. The device was removed from the patient, and abraded on the stent struts were noted. The procedure was completed with a 32 x 3.00 promus stent . No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 28 x 3.00mm promus premier select stent delivery system (sds)was returned for analysis, the following attributes were examined: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% calcified target lesion was in a left anterior descending artery. The lesion was pre-dilated with a 2.50 x 18mm balloon. During procedure, a 28 x 3.00 promus premier select stent was advanced, but could not pass through the lesion. The lesion was a tight area caused by the previous stent implantation. There was no multiple attempts made to position the stent at the lesion site. The device was removed from the patient, and abraded on the stent struts were noted. The procedure was completed with a 32 x 3.00 promus stent . No patient complications resulted in relation to this event.